Manufacturer narrative:
Correction: b5 - extracardiac stimulation should have been included and h6 - "1508 - therapy delivered to incorrect body area" should be included.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing palpitations. Upon interrogation, it was noted that the palpitations occurred as a result of apical pacing and the patient had experienced extracardiac stimulation. The right ventricular lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing palpitations. Upon interrogation, it was noted that the palpitations occurred as a result of apical pacing. The right ventricular lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.